Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the patient was on impella cp support due to st elevated myocardial infarction. While on support, there was a lack of pedal pulses to leg. The decision was made to remove impella cp and replace with intra-aortic balloon pump. The procedural outcome is unknown.

Manufacturer narrative:
The investigation into limb ischemia ¿ reversible has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23562.